Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/7/2024, it was reported by a sales representative via phone that an ar-3653tsp knotless 2.6 fibertak rc sp soft anchor shuttling suture would not go through the anchor and would not tension. The anchor remained in the patient, and the sutures were removed. The case was completed by opening another ar-3653tsp knotless 2.6 fibertak with a slight delay in the case. Nothing broke inside the patient. This was discovered during an achilles speedbridge repair procedure for a haglund removal on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during insertion.